Manufacturer narrative:
This investigation is currently ongoing. Any additional info will be provided in a follow up report.

Event description:
According to the journal article, "obliteration of the fisulous tract with bioglue adversely affects the outcome of transanal advancement flap repair", bioglue was used in a pilot study and adversely affected the outcome of transanal advancement flap repair. The study was reportedly prematurely terminated due to these results. Although specific dates are unknown, the reported events occurred in 2006.